Event description:
It was reported that the patient's pulse generator had undersensing noted in mode switch episodes. The pulse generator also had failed to capture. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.